Event description:
On an unknown date (best estimate september 2023), it ws reported that surefit 3 receiver with large power dome became detached where wire meets the receiver and was left in user ear canal when he removed his aid. User did not experience any discomfort or damage and wife removed the dome without issue. Member brought aid into store where they changed both receivers and domes. User wore the receiver for 4 months prior to detachment. And is an experienced user and does not have any unique ear conditions (oily, tympanites, etc). No allegation of harm or injury to persons or property reported. Further information has been requested. 15nov2023. No further information recieved.

Manufacturer narrative:
Manufacturer's reference # (B)(4). Investigation is still in progress; a final report will be submitted upon completion'. 15nov2023. Technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. Trended case device investigation concluded: r&d reviewed the defect samples and compare with good samples, has below findings: - adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. - adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. - assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. - used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts. Root cause: 1.reliability of gluing strength was not verified. 2.the failure mode was not recognized at design stage CAPA is initiated to address this issue. Clinical evaluation of the event: it has been reported that the left 3mp sf3 receiver with large power dome became detached where wire meets the receiver and was left in patients ear canal when he removed his aid. Patient did not report any discomfort or damage. Patients' family member removed the dome without issue. It has been confirmed that the patient is an experienced hearing aid user and does not have any unique ear conditions (oily, tympanites etc.). Patient brought aid into store where receiver and domes were changed. Patient got advised on how to remove aids from the ear. No harm or medical intervention reported. Clinical conclusion is that the event did not cause harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a final report.

Manufacturer narrative:
Manufacturer's reference # (B)(4). Investigation is still in progress; a final report will be submitted upon completion'.

Event description:
On an unknown date (best estimate (B)(6) 2023), it ws reported that surefit 3 receiver with large power dome became detached where wire meets the receiver and was left in user ear canal when he removed his aid. User did not experience any discomfort or damage and wife removed the dome without issue. Member brought aid into store where they changed both receivers and domes. User wore the receiver for 4 months prior to detachment. And is an experienced user and does not have any unique ear conditions (oily, tympanites, etc). No allegation of harm or injury to persons or property reported. Further infomration has been requested.